Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: in-stent restenosis - no treatment. Device issue: no device malfunction has been reported. It was reported via a trial that two 4.0 x 18mm vision stents were implanted in the right coronary artery (rca). Approximately one year following implantation, it was noted that the patient had in-stent restenosis in the rca. An angiography was performed and the patient was hospitalized. There was no treatment performed. No additional event or patient information is available.

Manufacturer narrative:
The second multi-link rx vision (lot# unk) mentioned is being filed under the same manufacturer number. Restenosis, as listed in the vision instructions for use (IFU) is a known adverse event associated with coronary stenting. Restenosis and hospitalization are listed in the risk assessment as post procedural complications. As there was no reported product malfunction during the time of the stent implants, there does not appear to be any indications of a product quality deficiency. It is likely that the hospitalization is a secondary effect of the restenosis. No treatment was performed. A conclusive cause cannot be determined.